Event description:
Last check on (B)(6) 2022 lv threshold 1.2v@ 0.4 ms. Lv threshold has increased since last clinic check. Measures 2.3 v @ 0.4 ms. Increased lv amplitude to 3.0 v. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).